Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, smoker, local infection / subacute chronic osteitis, complication in site preparation, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, inflammation, mobility.